Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of experiencing a shocking sensation at his scs ipg site. The patient sated he experiences the sensation when he changes positions or leans against the ipg with the stimulation on. A sjm representative performed a system's diagnostics and no abnormalities were found. The patient's physician ordered a CT myelogram to further evaluate the issue. Follow-up identified the myelogram did not show any anomalies. The patient's physician believes the shocking sensation the patient is experiencing is a new radicular pain and has referred the patient to his pain management physician for injections.